Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four bent cannulas of the infusion set on (B)(6) 2026 and (B)(6) 2026, which resulted in hyperglycemia. The patient¿s blood glucose level was managed with a correction injection administered via multiple daily injections (mdi). The patient subsequently replaced the infusion set and successfully resumed insulin delivery.